Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the right atrial lead exhibited noise resulting in inappropriate auto mode switch episodes. The patient was asymptomatic. All other electrical measurements were stable and in range. The lead was capped and replaced during routine device change out procedure.

Event description:
New information stated that the patient was asymptomatic to the noise and there were no complications during or post procedure. The patient has since been seen in the clinic with normal scheduled follow-up.